Event description:
The controls on the celldyn 1800 analyzer were out of range. The account had reported patient results with controls out of range. For one patient the account reported a mematocrit (hct) of 24.0%. The sample was sent to the hospital lab which obtained a hct of 34.0%. The account stated that the patient was given a blood transfusion based on the hct result 24.0%

Manufacturer narrative:
An investigation is in process.